Event description:
Further assessment of the event determined that the adverse event was not related to the device and there is no alleged malfunction. Therefore, there is no indication of a reportable event at this time.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00052. Concomitant medical products: sternalock blu system plate, 8 hole jl-plate, part# 73-2645, lot# unk. Sternalock blu system plate, 8 hole x, part# 73-2623, lot# unk. Unknown screws, part# unk, lot# unk. Event reported by zimmer biomet employee on behalf of a clinical research study. As a condition of the study, the researchers would not release identifying hospital or patient information. Initial reporter - clinical research coordinator.

Event description:
It was reported a patient experienced a wound infection following sternal closure. In (B)(6) 2019, the patient was closed with three plates after an unspecified cardiac event. In (B)(6) 2019, a slight separation and an infection was noted in the wound which was resolved with oral medication keflex. No additional patient consequences were reported.